Manufacturer narrative:
After several attempts to obtain information, it was not possible to get the reference and lot number of the product. It was not possible to perform the review of the device history records. Based on the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. The likely cause for the event is an poor initial position. However, the description received did not allow to understand perfectly the event. This hypothesis could not be validated. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: unknown

Manufacturer narrative:
Still implanted.

Event description:
Mobi-c p and f us revision to reposition prosthesis.